Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit displayed flickering and going black. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit displayed flickering and going black. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.